Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiographic image review result: post-op x-ray ap / lateral provided for l4-5, fusion. A peak spacer at l4-5 appears in good position but the cage at l5-s appears to be position to the back of the vertebral body at l5. Views of the original position at surgery are not provided and fusion status is unknown. Hardware placement otherwise appears appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent open surgery at l4/5/s due to lcs (lumbar canal stenosis) and adjacent segment disease. Post-op, cage backed out. Hence on an (B)(6) 2020, a revision surgery was performed in which removal of cage implanted at l5/s done. The crosslink and rod were removed. Removing cage at l5/s was performed from the left side successfully with specific instrument for removal. For l5/s, the bone from the iliac bone was transplanted into the intervertebral disc space. The rod and crosslink was inserted and wound closure was performed. There was no delay in overall procedure time and no other patient symptoms or complications reported as a result of this event.